Manufacturer narrative:
Additional information: d9, h3, h6, h10. H10: the device was received for evaluation. During functional testing, an under infusion was not reproduced. The device was tested for flow accuracy and found to deliver within specification. A review of the event history log for the reported event date showed an infusion of "ofirmev (acetamin) 1000 mg/100ml" in the acute care area at a rate of (B)(4) and volume to be infused (vtbi) of 5ml at time stamp 02:54. The infusion ran to completion. At timestamp 09:06 the user selected "no" when prompted "new patient?" Which retained the prior program. The user updated the vtbi to 75ml and started the pump at 400ml/hr. The infusion completed as programmed. The user reported the intended vtbi was 100ml, however 75ml was programmed. This issue is likely a programming error. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump dispensed less than was programmed during intravenous acetaminophen therapy. Only around 70ml dispensed out of a full 100ml. There was no report of patient injury or medical intervention associated with this event. No additional information is available.